Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7076168.

Event description:
It was reported that following an implant procedure, the patient experienced loss of sensation in lower extremities, weakness in legs and groin as well as abdominal pain. The patient underwent an explant procedure and was admitted to the hospital. The explanted ipg and lead were not returned as they were kept by the medical facility. The patient was recovering and was starting physical therapy (pt).